Event description:
Information received notes "inadequate stimulation at the t- wave with 98 bpm." The pocket was opened and proper lead connection was confirmed, but the connector was full of blood. The leads were then disconnected and reconnected, resulting in an appropriate pr test. After removal of the telemetry wand, the device paced at 103 ppm in aai mode that could not be eliminated with programming. There were no consequences to the patient.